Manufacturer narrative:
Additional information, device evaluation the pipeline flex embolization with shield technology device (ped2) was received stuck inside a microcatheter. The ped2 was pushed out from the catheter lumen with difficulty. Further examination found damage - stretched to the distal hypotube of the ped2. The ped2 braid was found fully opened. However the distal end of braid was found frayed severely. The proximal end of the ped2 braid was also damaged with slight fraying. The pushwire of the ped2 was bent at 27.0 cm from the proximal end. No other anomalies were found on the returned product. Based on the product evaluation, the customer's report of ¿failure to open at the distal end¿ could not be confirmed. The damages to the ped2 braid on both ends was likely the result of resheathing the device more than the recommended two times. Possible contributing factors of ¿failure to open¿ include damaged braid and patient's tortuous anatomy. No evidence was found to suggest that the devices failed to meet specifications. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use, the user should "begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex with shield embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-500-16. The reported product has not been received for evaluation. The cause of the reported incident could not be conclusively determined. Should the device be available for evaluation, a follow up report shall be submitted.

Event description:
Medtronic received information that a pipeline flex shield device failed to open at the distal segment during a flow diversion procedure. The flow diverter was used to treat a patient's saccular aneurysm located at the left internal carotid artery. The landing zone vessel diameter were 5mm distally and 5.1mm proximally. Vessel tortuosity was described as moderate. It was reported the device was prepared as indicated in the instruction for use. The physician placed the microcatheter at middle cerebral artery followed by inserting the pipeline flex shield device. During the delivery of the pipeline shield device via the microcatheter, a little friction was encountered. When the pipeline flex shield device was pushed through the microcatheter tip, the physician attempted to deployed the pipeline shield. More than 50% of the pipeline shield was unsheathed, but the pipeline failed to open at the distal segment. The pipeline shield was resheathed and followed by a second deployment. The device was still closed. At this point, the distal tip of the push wire moved to a side branch. The physician repositioned the microcatheter and deployed the pipeline again. The pipeline remained closed. The physician decide to abort the procedure and removed the pipeline and microcatheter system from the patient. No injury reported.